Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that resistance was felt while removing the protective sheath and stylet off a 2.0x20mm mini trek balloon dilatation catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the mandrel/stylet and the protective sheath was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incident from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.